Event description:
Unit was being used in a demonstration, not on pt, while going through vent check/leak test the unit went into a constant inop alarm. Unit alarmed for 7 hours before battery ran out. Unit was on ac when condition occurred.